Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a scanner issue, and it does not turn on. A field service engineer replaced the scanner cord to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system experienced a fatal error due to a problem with network connectivity. The customer stated that there was a 5-minute delay for patient care when trying to access the sentanyl medication. There were no adverse events or injuries reported based on this event.